Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: a review of the pump black box data showed frequent low and replace battery warnings in the alarm history. During testing, the pump display was found to be blank. Further testing for battery life issue was not able to be adequately investigated due to the unrelated blank screen issue. The pump opened and no damage was found to the display screen. When a test display screen was used, the display functions normally. Evaluation revealed a failed display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.